Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose. Troubleshooting was performed. The programming and time were correct. The total basal and bolus matched to the daily totals. The customer had performed her own bolus delivered prior to calling and the insulin exited. Performed high pressure test twice and the insulin pump failed to display the alarm. Explained to the customer that a replacement of the insulin pump will be sent. No further info was provided.